Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in india has reported via a fisher and paykel healthcare (f&p) field representative that the needle on the manometer of an rd900aeu neopuff infant resuscitator is not maintaing pressure. There was no reported patient involvement.